Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 407645 lead implanted: 2014-(B)(6). (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had dislodged post implant. It was noted that patient was noncompliant to post implant instructions of limited left arm use. The lead was explanted and replaced. No patient complications have been reported as a result of this event.